Event description:
Additional information was received from a healthcare professional. The pump was replaced in (B)(6) 2015. The provided pump logs provided the following details regarding the other 2 stalls that were previously mentioned: a motor stall occurred on (B)(6) 2015 at 04:36 and recovered at 04:47 on the same day and then the pump motor stalled again on (B)(6) 2015 at 02:17 and recovered at 04:38 on the same day.

Event description:
On (B)(6) 2015, the patient started hearing an alarm coming from her pump. It was 3 beeps all in a row. This occurred several times over the weekend. The patient was seen on (B)(6) 2015 for a pump refill. The patient stated that she felt like her pump wasn¿t pumping. Her pain was much worse; her pain score was 9 out of 10 and ranged between a 5 and 9. Her quality of life score was 5 out of 10. She rarely took oral morphine. She was able to take care of her household and help her son. Her mood was good. She slept about 4 hours at night and woke up frequently. She had headaches in the morning. She had fatigue. On physical exam, she was in apparent discomfort; she moved slowly and was grimacing. The pump was refilled. The pump logs showed 6 motor stalls and recoveries over the past week. They began on (B)(6) 2015 and continued until (B)(6) 2015. The pump stalled on (B)(6) 2015 at 13:24 and recovered the same day at 14:03. The pump stalled on (B)(6) 2015 at 20:55 and recovered the same day at 21:08. The pump stalled on (B)(6) 2015 at 16:04 and recovered the same day at 16:49. The pump stalled on (B)(6) 2015 at 20:59 and recovered the same day at 21:14. The details for the other two stalls were not reported. The patient had not been exposed to any magnetic fields in the past week. The cause of the stalls was unknown. The patient was given a prescription for some extra oral morphine in case her pump stalled again and didn¿t restart. No other troubleshooting, interventions, or actions were taken. The patient was scheduled for pump replacement on (B)(6) 2015. The pump eri (elective replacement indicator) was 5 months. The patient outcome was reported as ¿patient not recovered, symptoms/issue ongoing¿. The device system was delivering morphine (40 mg/ml at 13.5 mg/day). The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8578, lot # n175965003, implanted: (B)(6) 2008, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4). The manufacturer¿s device registration system indicates that the pump was replaced on (B)(4) 2015.